Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the expuslor was the root cause. The expulsor was trimmed. The service history review identified the device was previously serviced for 'not infusing properly'.

Event description:
It was reported that the device exhibited an inaccurate delivery. There was patient involvement and no patient harm/no adverse event reported.